Event description:
Info rec'd from (B)(4) service center in (B)(4) indicates that pump experiences error code 13.

Manufacturer narrative:
Investigation by (B)(4) service center in (B)(4) found that pump event log had error code 13. Pump pcb board was replaced. This MDR is being submitted because this device is similar to a device marketed in the united states.